Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-01970. It was reported that the patient's leads tested for high impedances. As a result, the patient underwent surgical intervention to have the leads replaced with a different model. Therapy resumed post op.